Event description:
A caller reported that while using the freestyle libre 3 app, an alarm signal loss error message was received with the adc device. As a result, the customer experienced a loss of consciousness and received food as treatment from a third party. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that while using the freestyle libre 3 app, an alarm signal loss error message was received with the adc device. As a result, the customer experienced a loss of consciousness and received food as treatment from a third party. No further information was reported. There was no report of death or permanent injury associated with this event.